Event description:
The patient came in for atrial lead removal and reimplant for high atrial capture threshold. The patient denied any pain and was taken to electrophysiology lab and had replacement of her atrial lead. P waves were 2.7mv with an atrial capture threshold of 0.7v at 0.5ms and an impedance of 983 ohms.